Manufacturer narrative:
Product ID 3093-28, lot# v962968, implanted: 2012 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient was not able to adjust stimulation. Display showed "call your doctor" icon with a por (power on reset) condition. The patient turned their device off on 9/27 and today they went to turn ins back on and received a por message. If additional information is received, a follow up report will be sent.